Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 70 mg/dl. Customer stated that battery in insulin pump because it was received low battery and then she was not able to get insulin pump back up as well as customer was tried five batteries prior to calling. Customer stated that the contact on the battery cap was neither missing nor damaged. Customer stated that battery compartment and spring was neither damaged nor corroded. Customer stated that display did not return. Troubleshooting was performed for blank display. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit or failed battery test alarms noted during testing.